Event description:
Healthcare professional reported right side exchange of textured breast implant due to the patient's concern with the product, "pain", "lump" under an unspecified arm, and "breasts are turning blue." Healthcare professional also reported patient "is diabetic" - not related to the device, has "sarcoidosis" - not related to the device, and "has cellulitis" - not related to the device. Healthcare professional additionally reported discomfort, capsular contracture baker grade unknown, and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, pain, other-medical-ndr, lump/nodule, visibility/palpability, cellulitis-ndr. Discomfort, capsular contracture baker grade unknown, rupture.